Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-07493). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during device change out due to premature battery depletion, device could not be interrogated. Device was explanted and replaced. It was also noted that prior to the change-out the patients heart rate was around 40 bpm but the patient was asymptomatic. The patients condition was fine after the event.